Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose oof 499 mg/dl on(B)(6) 2017. The customer experienced diabetic ketoacidosis. He attempted to treat with insulin pump bolus. The customer was not wearing the insulin pump during the hospitalization; she was off of the device for less than 48 hours prior to hospital admission. The insulin pump will not be returned for analysis.